Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that ¿there is physical damage to the battery holder of the wireless footswitch as well as a strong odor from a possible battery leak in the holder that was not able to be remedied by our own resources.¿. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: minor scratches on the unit. Footswitch : physical damage. Humidity damage to the battery tray assembly, and replacement of the battery tray assembly would correct the issue there are broken inserts on the housing of the unit, and repair would require replacement of the housing. Since the housing cannot be replaced this unit is deemed unrepairable. The device was deemed non-repairable, and it is being placed into long term hold. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported that the vapr vue wireless footswitch device had physical damage to its battery holder and a strong odor from a possible battery leak in the holder. During in-house engineering evaluation, it was determined that there were broken inserts on the housing on the device. There was no procedure nor patient involvement reported. No additional information was provided.